Event description:
It was reported that there was a bilateral 2nd metatarsal fracture from too large a tight rope. The patient had complained a few weeks post-op of pain in her foot. An x-ray was taken showing the bilateral 2nd. Metatarsal had fractures (right). The left had pulled through the bone completely. Surgeon revised the procedure with a soft tissue release and correction.

Manufacturer narrative:
Patient demographics (age at time of event, date of birth, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was requested for evaluation, but was not returned, therefore the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. Device history record review revealed nothing relevant to this event. The most likely cause(s) of this event is as reported; the tightrope device selected was too large. This is the first complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted. Unknown device disposition.